Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) found broken tether assy.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) during routine check found tether assembly broke. A getinge field service engineer (fse) verified the issue and replaced tether assembly (d997-00-0596). A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. No patient is involved. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection and found the string to the tether will not retract correctly. The button to retract the string is no longer operating. Retaining the tether in the failure analysis and testing department per procedure number (B)(4) rev. Al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.